Event description:
It was reported that failure to advance the delivery system catheter occurred. Vascular access was obtained via a right transfemoral approach. While attempting to insert a lotus introducer sheath (lis) into the right common iliac artery, with support from a non-bsc guidewire, the dilator became caught in calcification and was difficult to insert. The stenotic area was dilated with a 9mm balloon catheter. Once the physician was able to confirm that the tip of the lis could be inserted into the abdominal artery, the preparation started of the 27mm lotus edge valve. A small safari2 guide wire was inserted in the left ventricle. Pre balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon catheter. The 27mm lotus edge valve delivery system was inserted into the lis and advanced to the aortic arch. The tip of the lotus edge delivery system came into contact with calcification and could not advance. The lotus edge delivery system was pulled back to the descending aorta. The marker position was confirmed. The physician attempted to advance the lotus edge delivery system again and was not able to pass the aortic arch. The physician placed a non-bsc buddy guide wire and attempted to advance the lotus edge delivery system again and the lotus edge got stuck and could not pass through. A balloon was inflated around the calcification in the aortic arch and lotus edge delivery system advanced but was not able to pass through. The 27mm lotus edge valve delivery system was removed. The procedure was completed with the implant of a non-bsc valve with mild paravalvular leak noted. Electrocardiogram confirmed left bundle branch block.

Manufacturer narrative:
D10 device available for eval, returned to manufacture date - updated h3 device returned to manufacturer - updated h3 device evaluated by MFR: the lotus edge device was returned for evaluation. The device was returned unsheathed and with the bottle attached. No visible issues were noted with the delivery system, valve or nosecone extension. Functional testing was performed, and no issues were noted. The lotus edge valve was locked and released without issue.

Event description:
It was reported that failure to advance the delivery system catheter occurred. Vascular access was obtained via a right transfemoral approach. While attempting to insert a lotus introducer sheath (lis) into the right common iliac artery, with support from a non-bsc guidewire, the dilator became caught in calcification and was difficult to insert. The stenotic area was dilated with a 9mm balloon catheter. Once the physician was able to confirm that the tip of the lis could be inserted into the abdominal artery, the preparation started of the 27mm lotus edge valve. A small safari2 guide wire was inserted in the left ventricle. Pre balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon catheter. The 27mm lotus edge valve delivery system was inserted into the lis and advanced to the aortic arch. The tip of the lotus edge delivery system came into contact with calcification and could not advance. The lotus edge delivery system was pulled back to the descending aorta. The marker position was confirmed. The physician attempted to advance the lotus edge delivery system again and was not able to pass the aortic arch. The physician placed a non-bsc buddy guide wire and attempted to advance the lotus edge delivery system again and the lotus edge got stuck and could not pass through. A balloon was inflated around the calcification in the aortic arch and lotus edge delivery system advanced but was not able to pass through. The 27mm lotus edge valve delivery system was removed. The procedure was completed with the implant of a non-bsc valve with mild paravalvular leak noted. Electrocardiogram confirmed left bundle branch block